Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due post-paced t-wave oversensing via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and dft were recommended. During the patient's visit in clinic, review of the records did not reveal any nsrvo issues. No programming changes were made.